Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sudden onset right lower extremity weakness with sensory loss at 15:15 on (B)(6) 2022 that lasted 30 minutes while seated on the couch and spontaneously resolved. No loss of consciousness, fall, or head strike and no other associated symptoms. The patient was admitted to the hospital on (B)(6) 2022 for lower extremity and weakness and was found to have acute subacute subdural hematoma. The patients acute subacute subdural hematoma was spontaneous. Right lower extremity weakness was noted as a result of a transient ischemic attack. The patient was on coumadin. The patient also had a history of transient ischemic attacks. The patient was discharged (B)(6) 2022. The patient presented to the emergency department on (B)(6) 2022 after reporting multiple low flow alarms on the heartmate 2 which was implanted (B)(6) 2016. The patient presented to the emergency department and reported continuous low flow alarms and stated ¿my pump just turning off¿. The patient reported dizziness and lightheadedness when this occurred and was asymptomatic when flow was re-established. Urgent log file interrogation was requested. The pump was interrogated, it did not appear that the patient had low speed advisory alarms while on battery power when transported to the hospital. It was reported that the patient had not had driveline repair in the past. X-ray images of the driveline were unremarkable. The patient was placed on a non grounded cable and no further low speed advisories occurred. A request was made for a replacement ungrounded cable. The plan was to replace external driveline to eliminate external short. The patient was safe to return home with the ungrounded patient cable due to the short to shield condition.

Event description:
User facility medwatch received report with information that states that the patient phoned the lvad team with complaints of "low flow alarms" and "my pump stopping". The patient was brought into emergency department (ed) where it was noticed upon device interrogation that the lvad was experiencing pump stoppage with low flow alarms. This was happening, according to the patient, mostly while on the mobile power unit (mpu) at home. Upon presentation to the ed, the device was interrogated and a possible short to shield complication was found. X-rays of the driveline were obtained and sent to abbott for analysis. After log file analysis review from abbott, the patient was placed on ungrounded monitor cable and education provided to patient and ed staff the reasons for doing this. Education regarding alarm and possible driveline fracture was explained to the patient and caregiver.

Manufacturer narrative:
Voluntary mw number mw5108376 was received 18may2022. Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. A specific cause for the reported subdural hematoma (sdh) could not conclusively be determined through this evaluation. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, power elevation, and pump stop events cannot be conclusively determined. The submitted log files captured transient pump-stop events on 08mar2022 while the patient was supported by the mobile power unit and the power module. These alarms appeared to be consistent with a short to shield driveline condition. The log file captured low speed, low flow, and power elevation events concurrent with the pump-stops. The submitted x-rays of the patient¿s driveline were unremarkable. No areas of concern were identified. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01aug2016. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided, the manufacturer is closing the file on this event.